Event description:
It was reported the patient was sitting in her 3gtq3-cg powered wheelchair while riding on a bus. The bus was involved in a motor vehicle accident which caused the chair to tip. The patient hit her head on an unknown object during the collision and required stitches. In addition, the chair sustained physical damage; however, the extent of the damage was not known at the time of this report.